Event description:
Us surgical ta stapler was attempted to be fired across distal sigmoid. It failed to fire staples. Subsequently stool spilled into the abdomen. Stapler then pulled off of surgical field to further review for malfunction.